Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 525cc saline prosthesis. Right sided deflation was observed on (B)(6) 2018. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
Additional information was received on 9/24/2018. The lot number was obtained. Additionally, bilateral baker's grade IV capsular contracture was noted (see 1645337-2018-06239 for contralateral prosthesis report). The device history record (DHR) was reviewed on 10/16/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 525cc saline prosthesis, catalog #3501685, lot #257551. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2018. Device evaluation summary: it was reported that a 46-year-old caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 525cc saline prosthesis. Right sided deflation was observed on 8/25/2018. Baker¿s grade IV capsular contracture was also noted. Upon receipt by mentor, the device returned without fluid. White material was observed within the device and on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.5 cm within a crease, and an area of shell abrasion on the posterior aspect. No other anomalies were discovered. The complaint of deflation was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).